Event description:
The following information was provided: during revision surgery, after injecting bone cement into the femoral medullary cavity, the patient's blood pressure dropped and cardiac arrest occurred during stem insertion. Resuscitation measures were performed, but the patient subsequently died.

Manufacturer narrative:
Reported event: an event regarding bone cement implantation syndrome (bcis) involving simplex cement mix was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remains implanted. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the product history records indicate the reported device was manufactured with no reported relevant discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that during revision surgery, after injecting bone cement into the femoral medullary cavity, the patient's blood pressure dropped and cardiac arrest occurred during stem insertion. Resuscitation measures were performed, but the patient subsequently died. The exact cause of the event could not be determined because insufficient information was provided. Further information such as the operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
No new information.